Event description:
It was reported the pt experienced swelling, rash, and cracking over her entire body for several weeks after her catheter was replaced. (See MFR report # 2182007-2009-03305). A finger was also braking out in sores. One foot was "purple". An allergy test was performed and found the pt was allergic to the silicone in the tubing and the port. The pt had planned to see an allergist for treatment, the system will be explanted.